Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v319534, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by an MRI technician that patient states the ins was removed on (B)(6) 2014 because the device was malfunctioning apparently. Caller had no additional information regarding the malfunction. Caller states during the explant surgery it was noticed that one of the leads was fractured and a small lead fragment remains implanted in the patient. Caller wanted to know product specs for the lead fragment and MRI compatibility. Caller later stated that the lead broke during the explant surgery just proximal to the first tine. Product specs were reviewed and caller was transferred to the office of medical affairs to address MRI safety. No further complications were reported or are anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# v319534, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) and from a healthcare professional (hcp). It was reported that the device was removed on (B)(6) 2014. They knew that a small lead fragment remained after the surgery. It was also reported that the office found impedance greater than 4,000 on all leads on (B)(6) 2012. They turned the device off for two years before it was removed. The operative note stated that the lead had broken just proximal to the first tine. The lead was removed from that location proximally from the ins, but the distal segment was left in place.